Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with anterior colporrhpahy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia. It was reported that patient underwent bilateral paravaginal detachment repair, cystourethroscopy, abdominoplasty, scar revision, perineoplasty, urethrolysis on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and cystocele. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency and urge incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, and recurrent urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.